Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off label insertion site. On (B)(6)2025, the patient experienced shakiness and loss of consciousness. When a fingerstick was taken, the cgm reading was 80 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with a glucagon injection by the parent and was brought to the emergency room. When a fingerstick was taken at the hospital the cgm reading was 100 mg/dl, and the blood glucose reading was 60 mg/dl. No further medication was necessary, but lab tests were taken. The patient was discharged after 5 hours, while the blood glucose reading was 125 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.